Event description:
During use of the wilson-cook universal active cord, the user noted that the connection to the wilson-cook acusnares, biopsy forceps, and sphincterotomes was loose. The electrical pin in the active cord was recessed, not allowing proper connection with the accessory devices. No injury to the user or patient was reported.